Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was stable.

Manufacturer narrative:
The reported event of electronic performance indicator was confirmed. The device was received with normal telemetry, no output and device battery at end-of-service levels. Device image analysis showed sharp drop in battery voltage and elevated battery current. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021.